Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a gonarthrosis surgical procedure, it was discovered that a liquid substance which contained metallic powder was leaking out from the battery reciprocator device. The reporter stated that the device was checked after cleansing postoperatively and the liquid substance was still leaking out of the device. The reporter indicated that it was unknown where the foreign substance came from and what the contents of the substance was. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. No adverse consequences were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Serial number: the device serial number was not provided by the reporter in the initial report. Therefore, the seral number was documented as unknown. Upon receipt of the device the serial number was identified as (B)(4). The device manufacture date is jul 16, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was already disassembled upon receipt; therefore a functional testing could not be performed. It was determined that the closure sleeve, seal and the control unit were damaged. It was further observed that the control unit had no function and was defective. It was observed that debris and reprocessing residues were found on the device parts, which suggested improper cleaning method. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.